Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported ¿gas loss alarm¿ issue. However, the fse was able to confirm the alarms in the iabp¿s diagnostic data logs. The fse ran his trainer with a balloon simulating a pumping action which was done for at least 5-10 minutes with no gas loss alarm showing. Afterwards, the fse went to service mode and ran all manifold tests and it did passed successfully. The fse then removed the patient safety disk which he added some more vacuum grease in both o- rings and then replaced it back. The fse also put more vacuum grease in the o-ring on the back side of the unit where it meets with the cart and opened up the device cover and inspected the unit for any loose tubing, fittings but unable to find any obvious inside the unit. After inspected and adding more vacuum grease, the fse completed the 30 psi calibration and re-ran all the manifold tests, where it passed once again. The fse then completed all functional and safety test and all within manufacturer specification. The iabp was released for clinical use. On initial reporter the event site was abbreviated as the complete name exceeded character limit. (B)(6).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a "rapid gas loss alarm". There was no patient harm and no adverse event was reported.